Manufacturer narrative:
Evaluation summary: customer reported no video image. The customer stated the user plugs in (and) just get blue screen, no video image at all. Therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description that when the customer plugged in the endoscope there was no video image, just a blue screen" involving pentax medical colonoscope model ec38-i10l, serial number (B)(4). The event was observed in the operating room prior to use. There was no report of serious injury, delay in procedure or an event that required medical intervention. Multiple good faith effort requests were made with no additional information being provided as of 22-nov-2021.

Manufacturer narrative:
This model is classified as import for export. We do have similar model ec38-i10cl-us available in the united states with a 510k number k131855. (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 29-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint with the code image blackout and documented the following inspection findings: image blackout, fluid invasion in segment section, fluid invasion in control body, pve electrical pin corroded, control body severe corrosion inside, failed dry leak test, pve electrical connector frame has severe corrosion, endoscope failed electrical safety test - plct, failed wet leak test, leak at biopsy channel (large/ primary) inlet side, fluid invasion in pve connector, # 1 remote control button cover cracked, wrong scope case received, fluid invasion to insertion tube, customer complaint confirmed, ccd circuit board corrosion, primary operation channel resistance, fluid invasion in umbilical light guide cable, fluid damage to light carrying bundle, segment corroded. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, segment staycoil assy pb-free, staycoil collar, distal attaching plate, distal attaching screw, segment attaching screw, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, connecting receptacle, light guide fiber bundle (lcb), switch w/button retaining nut3, switch w/button retaining nut4, switch w/button retaining nut2, remote control button (1), operation channel, shield pipe for ccd, signal wire for ccd, pcb for ccd drive pb-free, electrical connector assy, conductive plate, mecha-base plate, base plate spacer, ul-stopper assy, dr-stopper assy, staycoil holder bracket, bracket cover, intermediate plate, ud guide plate, guide cover plate, remote control wire pb-free, gnd wire, x-ring(1.8x19.6) gray, distal end assy with tubes, laser cut filter. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 09-nov-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on 11-jun-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-jun-2018. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.